Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient had a full system swap from competitors device to bsc.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.